Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that after 1 week of dialysis treatment, cracks and leakage were found near the cuff of the catheter. The catheter was pulled and replaced on (B)(6) 2013. No patient injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.